Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The reported issue was determined to be the result of the system pcb assembly. At this time, this device cannot be repaired due to part obsolescence. The customer has received a loaner until a permanent solution for this complaint is identified.

Event description:
The customer contacted physio-control to report that their device powers itself off and back on. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powers itself off and back on. There was no patient use associated with the reported issue.